Event description:
Patient seen in clinic-stated that over the last few weeks, he noticed transient elevation in flow and power. All parameters during visit were close to baseline for patient, but hemolysis labs drawn and log files sent for analysis. Analysis of log files confirms suspected pump thrombus. Patient was admitted to the hospital from clinic on (B)(6) 2021 and underwent heartmate ii pump exchange on (B)(6) 2021. FDA safety report ID # (B)(4).